Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via sprinkler via social media that the patient experienced an unknown wearable issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, it was reported that the cgm device ¿put my wife in the hospital¿. No patient symptoms were reported. There was no documentation of what medication or treatment the patient may have received while hospitalized. It was not specified how long the patient was hospitalized prior to discharge. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.